Manufacturer narrative:
H10: per the response from the customer, they declined to provide information related to reprocessing information/steps. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel and at the c-cover could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a b30 and a e216 communication error. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material was found in the air water cylinder and tube, the plastic distal end cover, and the connecting tube due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: foreign objects on the forceps elevator, the connecting tube, the air water tube, and plastic distal end cover, a dent on the forceps channel port and bending tube, discoloration on the air water cylinder, no color on the suction cylinder, a scratch on the switch box, scope cover, and the forceps elevator, corrosion due to water leakage on the plug unit, cable unit, the universal cord, and the scope connector cover and case unit, the insulation resistance value at the distal end does not meet the standard value due to a crack in the bending section cover, white dots in the image due to damage on the charged coupled device, the water removal ability does not meet the standard value due to damage on the nozzle, the bending angle in the up direction does not meet the standard value due to wear of the angle wire, a crack on the plastic distal end cover, the light guide lens, and the adhesive on the bending section, a chip on the adhesive around the objective lens, snaking of the connecting tube, and peeling of the universal cord coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.